Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system would not replay the cine and subtraction runs properly and had a loss of cine function. There was no patient injury or death reported.